Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump underwent delivery accuracy testing; customer's concern regarding failed accuracy was unable to be confirmed. The testing found the pumps average delivery error to be within the published specification of +/- six percent. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy had failed accuracy, measured at - 10.75 percent. Incident was reported to have occurred during testing; no patient involvement.